Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Investigation is in progress.

Event description:
On (B)(6) 2018, a customer reported getting high quality controls (qc) results for follicle stimulating hormone (fsh) on the aia-900 instrument. The customer is unable to run patient samples on fsh. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Field service engineer (fse) was dispatched to address the reported event. It was determined that the customer will need a new aia-900 instrument. Fse de-installed the instrument and replaced it with another aia-900 analyzer. The analyzer was returned to the instrument service center (isc) for evaluation. Functional testing was performed by running a 10-sample precision test using mac quality controls in an effort to replicate the out-of-range results. The precision test results were out of range for one sample and no further testing was performed at that time. The issue was confirmed. The isc technician then performed decontamination on the instrument to troubleshoot the issue. Precision testing was performed again and all precision test sample results were in range. The instrument passed testing. The most probable cause of the reported event was instrument contamination. Date returned to manufacturer: 08-mar-2018. The st aia-pack fsh (follicle-stimulating hormone) analyte application manual states the following: evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 ng/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for follicle-stimulating hormone. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The aia-900 operator's manual under safety precautions state the following: warning: contact a tosoh local representative - there is always the possibility that blood and body fluid may have been contaminated by infectious agents. Mistakes in system repair or disposal can result in the transmission of infectious agents to the system operator and/or to nearby person. Please contact a tosoh local representative for analyzer repairs or information on disposal.